Manufacturer narrative:
Additional information was received that the patients symptoms were not device or procedure related. The antibiotics was given as a routine and the patient was reportedly doing well.

Event description:
A report was received that the patient had no pain relief in the legs and was experiencing significant pain from laminectomy and incision. The patient was also experiencing nausea, sweating, and chills. The patient was prescribed antibiotics and had a lead pull.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had no pain relief in the legs and was experiencing significant pain from laminectomy and incision. The patient was also experiencing nausea, sweating, and chills. The patient was prescribed antibiotics and had a lead pull.